Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they thought the implantable neurostimulator moved a little higher over the summer of 2016. It was noted that it felt a little off, but was working. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.